Manufacturer narrative:
Concomitant products: 5076 lead, implanted (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were explanted and replaced due to non-capture and possible twiddler's syndrome. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No further patient complications have been reported as a result of this event.